Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Customer resumed insulin delivery successfully. It was also reported that the customer¿s blood glucose (bg) level was 39 mg/dl, cause was unknown. Customer consumed glucose tablets to treat their bg.